Event description:
It was reported the patient's blood glucose level rose to 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site (back) and the cannula was found bent. As treatment., a new pod was applied and a bolus was delivered utilizing an insulin pen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was observed to be torn. The tear extended from the distal tip to the area below the cross drill. The length of the soft cannula was observed to be within the specification. During the fluid path test, fluid did not flow through the entire fluid path. Fluid was observed to be leaking from the tear in exposed portion of the soft cannula. No abnormalities were seen in the download data. It could not be conclusively determined when this damage occurred. The pod was received with no evidence of blood on the device. The device was found to function as intended with no damages or manufacturing deficiencies that would cause bleeding or bruising at the infusion site.